Manufacturer narrative:
The reagent lot number is 826483. The expiration date was requested but not provided. The investigation reviewed the calibration data; multiple alarms were noted. The investigation reviewed the qc data; the qc had multiple results outside the +2 standard deviation range. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for only 5 minutes instead of the manufacturer's recommendation of 10 minutes. The field service engineer (fse) inspected the analyzer and adjusted the sample and reagent probes, main water pump pressure, and the gear pump head. He also cleaned the sample probe, replaced the cuvettes, and performed a cell blank. He also performed a precision check with acceptable results. Qc was performed and the results were within the specified ranges. There was no indication of a reagent issue. The investigation determined the event was consistent with the analyzer's condition and a sample-related issue (insufficient centrifugation time).

Event description:
The initial reporter received questionable lipase colorimetric assay (lipc) and a-amylase eps ver. 2 (amyl2) results from about 3 to 4 patient samples a week tested on the cobas pure c 303 analytical unit. The reporter provided one patient sample with discrepant results: the initial result was 204 u/l. The repeat result was 19.8 u/l.